Manufacturer narrative:
Product complaint # (B)(4). This complaint is linked to (B)(4). (B)(4) was created to separate the hip implants from the knee complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aei a-6876322 from (B)(4): (B)(6) 2016: patient reported with pain/discomfort and mildly swollen leg. And was wheelchair bound. Patient was reporting they had fallen in the fall of 2015. X-rays indicated a peri-prosthetic fracture at the proximal end of the femoral replacement stem. (B)(6) 2016: patient underwent a left tha. (New pc needed). (B)(6) 2017: patient presented with increased pain. Patient had a posterior dislocation of her knee and hip. The closed reduction was unsuccessful. (B)(6) 2017: patient was revised for instability/knee posterior dislocation - insert exchanged. The hip underwent an open reduction for the dislocation. No implants were revised doi: (B)(6) 2016, doe: (B)(6) 2017, left hip.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-03117 is being retracted since it was found to be a duplicate of MFR# 1818910-2022-02826. MFR# 1818910-2022-02826 will be kept for investigation purposes.